Event description:
Same case as MFR #6000089-2006-01011, 6000093-2006-00953 466 days post index procedure that the patient experienced a non q wave myocardial infarction (nqmi). The index procedure treated 2 lesions. Target 1 lesion was a de novo, mildly calcified, 80% stenosed region of the mid lad. The lesion was 2.75 mm in width, and 20 mm in length. The physician pre-dilated the lesion prior to placing a 2.5 x16mm taxus express2 stent, along with a 2.75 x 24mm taxus express2 stent. The lesion was bifurcated, and the 2 stents overlapped by 2 mm. Residual stenosis was 0% post deployment. Target lesion 2 was a de novo, mildly calcified, 70% stenosed region of the ostial 1st diagonal. This lesion was also bifurcated. The physician direct stented the lesion with a 2.75 x 12 mm taxus express2 stent. Resdiaul stenosis was 0% post deployment.the patient also received a gpiib/iiia inhibitor during the procedure. 466 days later, the patient presented to the ed with chest pain. The patient was taken for labwork, an echocardiogram, along with an angio. No intervention took place during the angio. The complainant indicated that the device will not be returned for evaluation, and we are not able to determine the root cause of this event. Enzymes confirmed the non-q wave myocardial infarction (nqmi). The patient received heparin, integrilin, and was re-started on plavix (patient had stopped at 12 month follow up). Patient was also switched from metoprolol to carvedilol. In the opinion of the physician, there was an unknown relationship between nqmi and the taxus stents. The patient was discharg